Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the right hand side of the pump screen was very faded and an obvious lighter color than the left side. Reportedly, this display issue made it very hard to read the text on the pump. The customer's blood glucose level was not impacted. As the pump was still functional, the customer would continue to use the pump for insulin therapy.